Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on december 13, 2013, a roche diagnostics affiliate reported a customer was hospitalized from (B)(6) 2013 due to hyperglycemia and diabetic ketoacidosis. The customer's infusion device had displayed repeated e4 occlusion errors during bolus delivery. The customer had been treated prior to this event with an antibiotic and fucidin ointment due to inflammation at his infusion site. The customer's blood glucose was 18.6 mmol/l before lunch on (B)(6) 2013 and "hi" after. His blood glucose was 28.8 mmol/l and 33.0 mmol/l when he was admitted to the hospital. The customer was treated with an insulin drip and restarted infusion device therapy prior to discharge. The customer uses "quick" infusion sets and a freestyle freedom blood glucose monitor. These products that were mentioned in this event are not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).